Event description:
It was reported that the handpiece was leaking saline from the cutter release switch. There was no reported patient involvement.

Manufacturer narrative:
During investigation, the technician was unable to duplicate the failure. The product conformed to specifications.